Event description:
It was reported that patient underwent noted experiencing pain and elevated metal ion levels. It was found that the ceramic dual mobility head had disassociated from the head causing the stem to articulate on the dual mobility liner. The patient ultimately underwent a revision surgery approximately 16 months post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: (B)(6)¿ g7 shell ¿ 6972077. (B)(6)¿ g7 dual mobility liner ¿ 567810. (B)(6)¿ biolox delta head ¿ 3072051. (B)(6)¿ modular neck ¿ 64516637. (B)(6)¿ modular stem ¿ 64960505. Product will not be returning to zimmer biomet for the investigation as the product was kept by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified gouges to the rim of the dual mobility bearing and bio-debris. Gouges were also noted to the kinectiv neck and inner spherical surface of the dual mobility liner. No further evaluation can be made to the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.